Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported the bottom aligner causing irritation, cutting and pain to their tongue. There is a sharp area on the aligner. Asking to file the sharp area of the aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.